Event description:
Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
The reported issue has been confirmed during evaluation of the received problem description. Service report and log files were not attached to this investigation. Our field service engineer was on site to investigate the reported issue further and found out water in the air gas module, damaged expiratory cassette membrane and control cable and also expired lithium batteries. Customer did not accept repair and there is no further information on how or if the issue has been resolved.

Event description:
It was reported that there was water ingress in the ventilator. There was no patient harm. Manufacturer's ref.#: (B)(4).